Manufacturer narrative:
(B)(4). Other device used:catalog # 00595001605, nexgen cr-flex femoral component, lot # unknown.catalog # 00595204010, nexgen cr-flex prolong articular surface, lot # unknown.this report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing swelling and possible allergic reaction.

Manufacturer narrative:
Review of the device history records cannot be performed due to lack of sufficient information. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A product history search and compatibility cannot be assessed as the lot number is unavailable at this time. It is not suspected that the product failed to meet specifications. A definitive root cause cannot be determined with the information provided.